Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of over 105 units after loading the cartridge. Reportedly, the cartridge was filled with 300 units of insulin. Blood glucose level was 125 mg/dl.